Event description:
Consumer reported via email that she found an unspecified number of tampons that had petals folded out, making them impossible to use. Multiple attempts have been made to obtain further information regarding the consumer¿s potential use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.